Manufacturer narrative:
As device identifying information was provided, it was noted that this event is a duplicate of information reported in MDR 2029214-2026-00139. Therefore, any further processing regarding this event will be completed in medtronic event with reference # (B)(4) and any further reporting will be completed in 2029214-2026-00139. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a marathon microcatheter that ruptured. It was reported that the catheter was being used normally during angiography prior to a vascular malformation embolization. During injection of contrast medium, the catheter ruptured. There was no known patient impact associated with this event.